Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired after care was withdrawn per family decision. The patient experienced gastrointestinal bleeding requiring multiple transfusions, possible ischemic bowel given profound metabolic acidosis despite continuous venovenous hemodialysis, worsening lactic/metabolic acidosis up to 18, shock liver, ileus and respiratory failure. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The pump was not returned for evaluation. The heartmate 3 lvas IFU lists bleeding, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.